Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was not able to confirm the alleged sealing issue. The instrument was received in damaged condition. Failure analysis was not able to test the instrument. Visual inspection showed that the instrument had been autoclaved. There was no obvious damage to the instrument tips, however the strain relief was found to be melted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci surgical procedure, the endowrist one vessel sealer instrument would not seal. On (B)(4) 2015, intuitive surgical inc., (isi) obtained the following information: during the procedure, the surgeon was unable to seal. The surgeon would hear the beeps/sound however noted that there was no burning or tissue effect. The tissue that the surgeon was attempting to seal was the short gastric on the lower stomach. There were no error messages that were observed. A new vessel sealer instrument was used to complete the procedure. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.